Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer reported receiving erratic readings of 284 mg/dl and 223 mg/dl from his freestyle freedom lite meter which were higher than he felt. Customer also reported taking his insulin medication according to his glucose readings then lost consciousness. Customer further reported eating food and drinking milk and taking his glucose pills to counteract his symptoms. Customer reported visiting his doctor who diagnosed customer with severe hypoglycemia and bandaged his arm that he injured when he lost consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.